Event description:
Pt underwent a thoracic vascular surgery procedure in 2004. It was reported that, after a prolonged post-operative drainage, pt developed an mrsa infection. Physician performed in 01/04 a thoracic cavity lavage. Graft remained implanted. No further info was provided to the MFR.